Event description:
According to the company representative description: caregiver had the resident in the alenti and was pushing the alenti towards the tub when the right front wheel fell off. Chair was in a raised position and tilted to the right. Caregiver called for help. They supported the chair to prevent from falling and lowered the chair. Resident was transferred to a shower chair. (B)(4).